Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 50 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The underlying medical history was not shared. The pump supported for over 4 days and was explanted. During the support the pump performed in the expected range with pump p-level 4 with flows of 2.5l/min. After explant the team observed clot burden. The team intervened and the clot was suctioned. Once the thrombus was removed the flow was good on angiogram and the pulses were palpable. No further intervention was deemed necessary. Limb thrombosis is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors and inotropes for medical treatment.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.